Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, while draping, when the team connected a sterile interface module (sim), it could not be connected. Multiple staff attempted to connect the sim, including washing and reattempting connection, and the drape and module were contaminated and tested again, but connection was only achieved with great difficulty after removing the case. Ultimately, a new sterile interface module was brought in and connected without complications, resolving the issue before the patient was in the operating room. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, while draping, when the team connected a sterile interface module (sim), it could not be connected. Multiple staff attempted to connect the sim, including washing and reattempting connection, and the drape and module were contaminated and tested again, but connection was only achieved with great difficulty after removing the case. Ultimately, a new sterile interface module was brought in and connected without complications, resolving the issue before the patient was in the operating room. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs indicated that the sterile interface module (sim) was recognized by the system upon attachment. Visual inspection of the sim noted it was returned dry with no corrosion noted on the pogo pins. Pin 2 on the instrument interface was slightly bent. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim. It was noted that when loading the sim on the continuity stand, the resistance reading for pin 10 had large fluctuations before stabilizing. All pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". During the next two tests, the serial number was read from the device and displayed "fail" and in the last test it displayed "pass". Electrical testing was performed and the sim was read with no observed failures. The sim was disassembled and found that the terminal block that holds the 9 pins was not seated properly on its locating pin. This occurred because the pressure from the ribbon caused the terminal block to tilt to the point where the component came fully off of the locating pin. This locating pin is the only feature that keeps the terminal block and the 9 pins from rotating or moving forward or backward. Without this connection, the 9 pin connection could move enough to cause connection issues with the instrument drive unit (idu). Evaluation of the sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Additionally, a secondary unreported condition regarding pin issues was identified during the investigation. However, a most likely cause could not be determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.